Event description:
Patient reported provided a letter from their dentist. Their dentist states that it was clear that the patient's bite was off, please discontinue the aligner treatment as soon as possible. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.